Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver normal saline and an unspecified concentration of ceftriaxone via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of "moxeflex". After an unspecified length of time in use, it was noted that the secondary solution was flowing into the primary solution container. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact has identified three possible lot numbers 781865h, 790765h and 771825h. Two used devices were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).